Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the full lead was returned for analysis.

Event description:
It was reported during the procedure that there were positioning difficulties. The lead was removed and replaced. There were no patient complications reported.